Event description:
It was reported that indicated battery charge on pump dropped about 40 percent in short period and reached 5 percent while customer was using device, but pump did not shut down unexpectedly. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, battery jump was due to cgm error.